Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation regarding ¿non-detachment¿ could not be confirmed but ¿premature detachment¿ was confirmed. As received, the pushwire was returned with the implant detached from the pushwire. The pushwire was found to be kinked at the multiple locations from the distal tip of the pusher. The implant was found to be impact with no signs of damage to the coil. The implant distal tip, polypropylene filaments, coil shell, coil shell to implant weld, implant coil, and detachment element were all found to be intact. The shield coil was found to be slightly stretched. The actuator interface (ai) crimps were found to be intact. The coupler crimps are present and intact. It does appear that any attempt has been made to detach the coil utilizing the primary detachment method. The coupler tube has been separated from the pusher just distal of the break indicator at the coupler to hypotube weld. There is inner liner extending from the proximal end of the pusher hypotube. The coin is located inside the proximal hypotube portion of the pusher. Given the release wire has been retracted, therefore articulation and liveliness tests could not be performed. The distal end of the outer jacket was removed in order to gain access to the lumen stop for measurement. Ba sed on a review of all relevant aspects of the implant and pusher there is no indication of a malfunction or a non-conformance to specification that may have contributed to the event. The cause of the non-detachment which led to delayed detachment of the implant outside of the patient could not be determined. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Damaged implant delivery p usher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil mig ration or stretching.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment for a internal carotid artery aneurysm, this first coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use), but detached after removed from the patient. It was reported that the product use as the first framing coil. Detacher was used when they attempted to detach the coil, but it could not be detached. They broke the breaking indicator and tried to detach, but it could not be detached either. At last they had to retrieved it. The product was retrieved with no problem, but when they checked it out of the body, the coil detached suddenly. Another coil was used, and procedure was completed. There were no reports of patient injury in association with this event. The coil was attempted to be detached with the ID 2 or 3 times. Manual method was attempted multiple times (pushing and pulling the pushwire quite persistently). The instant detacher was used normal with other coils after being used with the reported coil. The devices were used per the IFU. The devices were not noted to have been damaged prior to use. A continuous flush was used. The vessel was observed moderately tortuous and slightly large in diameter. Ancillary device ¿ sl 10, chikai 14,fubuki 6f, scepter4×11 fedex tracking number is (B)(4).